Event description:
Customer reported that the tube was put in, cuff was inflated, as moving to secure tube and other duties staff noticed pressures were off. Felt the trial bulb and it was not holding pressure, had to keep inflating.

Manufacturer narrative:
There was no sample received for evaluation; therefore we are unable to determine the exact cause for the issue reported. A review of the device history record could not be performed as a lot number was not reported. Product is functionally tested and inspected prior to release. The testing includes the inflation system which consists of the non-return valve, pilot balloon leak, inflating tube and inflating lumen and cuff. We will continue to monitor for any similar reports.